Manufacturer narrative:
Additional system service was performed. During the first boot up, the mechanical task was not able to finish. The installation had to be postponed. Previously reported codes b01, c13, and d02 are applicable. Additional system service was performed. During the installation, x-rays were disabled. X-rays task was not able to finish. After restarting the system with command gfibitclear, x-rays recovered. Also during the first boot up, the mechanical task was not able to finish. The installation had to be postponed. Previously reported codes b01, c13, and d02 are applicable. Additional system service was performed. The motion interface that came defective with the system and after needed to master reset all the controllers and reconfigured all ips of the controllers. Once they were able to move the gantry, the rotor produced a strong noise and the message "door open" appeared "randomly" on the pendant. Previously reported codes b01, c13, and d02 are applicable. Additional system service was performed. It was identified that the top dingus was producing the strong noise when moving the rotor. The dingus was touching the metal of the rotor spacer. Additionally, the "door open" message still appeared "sometimes." The dingus was readjusted, but "still giving issues." Previously reported codes b01 and d02 are applicable, as is code c07. Additional system service was performed. After another readjustment of the top dingus, the door was able to open/close properly -and also not producing the noise anymore. The message of "door open" didn't appear anymore after rehoming the system. Previously reported codes b01 and d02 are applicable, as is code c07. Additional system service was performed. The power enclosure was replaced. After a long test, it was realized that the new one was defective. The rep decided to leave the old one which came installed at first. Previously reported codes b01 and d02 are applicable, as is code c02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during the installation, the gantry was not able to move. The installation had to be canceled. It was noted that the probable cause of the issue was a defective power enclosure. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, ubd: unknown, UDI#: unknown. G2: this event occurred in spain, see e1-e3. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: a medtronic representative visited the site to evaluate the equipment. It was noted that during the installation, x-ray was disabled. After restart system with gfibitclear x-ray recovered. No parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.